Event description:
User facility reported that the pt was intubated with the product listed. According to reporter, the tracheostomy tube was in use with an attached ventilator at pt's home. The pt is an active child and it was reported that the external segment of his tracheostomy tube had developed a "pinched" area due to twisting. This pinched area has led to occlusions that required intervention to resolve to maintain adequate air supply.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.